Event description:
Patient reported device caused elevated blood gluce (200-300'smg/dl). Patient indicated that her blood glucose remained elevated after adminitering a bolus. Patient indicated that she used piston rod longer than recommended and blood glucose meter was not verified for accuracy.